Event description:
Patient was seen in ER for repair of 6.6 fr broviac catheter secondary to catheter malfunction. Catheter repaired. Presented back to ER three days later with small pinpoint leaks noted in newly placed repair segment. Repairs done again. On the following morning, mother noted new onset leaks in repaired portion. Presented to pediatric clinic for repair. When checking new repair segment prior to repair material, the reinforced portion of rubber was noted to leak flush solution.